Event description:
On (B)(6) 2014, it was reported that an AED was connected to a pt simulator and was being tested. During testing, the AED advised and delivered a defibrillation shock. After the AED advised a second defibrillation shock, it was reported that the AED powered off.

Manufacturer narrative:
Eval summary: based on the reported event, the actual device battery pack and defibrillation pads used during the event were requested in order to side in the investigation. On (B)(4) 2014 the AED and battery pack associated with this complaint were received. The investigation is currently in process and conclusions have been made at this time. Based on the outcome of the investigation, should additional info become available, a follow-up report will be submitted.